Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during investigation, a review of the pump black box data showed that the information from the event date had been overwritten due to continued use. The available black box data showed no loss of prime warnings. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal program with no loss of prime occurring. The force calibration was found to be within required specifications. The pump case was removed and the force sensor pins were seated properly and the solder connections were intact. The loss of prime issue was not able to be duplicated due to the pump data being overwritten. There was no evidence of cracked force sensor traces.